Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that prior to unpacking the polaris loop ureteral stent intended to be used in a stent placement procedure, it was discovered that the stent was torn. As a result, the device was not removed from the package. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly good.reportedly, no damage was noticed to the stent packaging, and the device was not past the expiration date.